Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "jaws of the applier got broken during use. Therefore, it was replaced with a new unit to complete the procedure. Nothing fell/remained in the patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that the "jaws of the applier got broken during use. Therefore, it was replaced with a new unit to complete the procedure. Nothing fell/remained in the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site (tecomet) for investigation. Tecomet reports: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc. Lot in june of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the jaws are bent to the right and are loose and misaligned to each other and the jaw pivot pin is pulled thru one side and slightly sticking out of the other side of the bent/damaged outer tube assembly. As received this instrument is complete and is not missing any of its components. We are able to validate this complaint for the returned instrument. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent/damaged where it engages the jaws. We are unable to determine what caused the drive rod to become bent/damaged and for the jaws to be bent to the right and loose and misaligned to each other and for the jaw pivot pin to be pulled thru one side and sticking out the other of the bent/damaged outer tube assembly but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed."